Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 20056385. Medical device expiration date: 2023-05-20. Device manufacture date: 2020-05-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 minibore pressure, removable IV cnnctr sets from an unspecified lot, and 1 set from lot 20056385 leaked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "pr for mat: mz5302 leakage samples 5, 20, 49".

Manufacturer narrative:
H6: investigation summary: one sample was returned of mz53202 lot 20056385. Attached to the bd component was a catheter not manufactured by bd tijuana. During visual inspection no defects or damages were observed. The sample was then primed and leakage was noticed at the hub of the catheter. The catheter was removed and the connector was attached to another bd set. No issues were observed during priming or infusion. A device history record review for model mz5302 lot number 20056385 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the leakage issue was determined as component failure of the attached catheter. Further investigation of the bd connector was not required as there were no issues during priming and infusing. H3 other text : see h10.

Event description:
It was reported that 2 minibore pressure, removable IV cnnctr sets from an unspecified lot, and 1 set from lot 20056385 leaked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "pr for mat: mz5302 leakage samples 5, 20, 49".